Event description:
Customer reported via phone call to have received excessive no delivery alarm. Customer's blood glucose almost 500 mg/dl. During troubleshooting, customer was assisted in performing a 5 units of filled cannula and insulin did exit and when customer reconnected to body, customer received no delivery. Customer was advised that it may have been an issue with the site. Customer was advised to call if issue reoccurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.